Manufacturer narrative:
The pt demographic info is unk. A medtronic rep went to the site and working with the biomed office could not replicate the issue.

Event description:
A biomedical rep reported their fusion system was having intermittent tracking issues while performing an ent procedure. The surgery was completed with the use of the fusion navigation system. There was no impact to the pt's outcome reported.